Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an unknown source. Caller reiterated that the patient's therapy has not worked since march; reprogramming was needed. It was unknown at the time of the report if reprogramming is needed for optimization or if there were any issues. An email was sent to the manufacture representative (rep) field. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms since 2019. The patient wasn¿t getting benefit from any of the four programs. It was reported that the patient can feel stimulation when they put the antenna up to the ins, but the stimulation goes away when they take away the antenna. The patient programmer (pp) showed that the stimulation was on at the time of the call. The patient was on program 2 at 6.7v and they couldn't feel stimulation. No further complications are anticipated.